Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed an infection. The implantable cardioverter defibrillator (ICD) was turned off and then the ICD system was explanted. No further patient complications have been reported as a result of this event.